Event description:
On may 23, 2016 it was reported by a nurse that "before flushing line the nurse squeezed the tube line and the line cracked, blood spattered over nurse and floor causing blood exposure to staff. Patient infusion had to be stopped. Standard blood exposure protocol was followed. Sample was not retained and the batch number for the line is not known. Customer has reported the incident to authorities." The investigation summary: reported complaint identified as "broken drip chamber". We did not received any sample or picture for investigation. The lot / batch # is unknown. All the data related to the potential causes have been reviewed and there were no deviations during production or obvious trends or changes that could have led to a change in the performance of the drip chamber identified. In conclusion, as we did not receive the complaint sample or picture we could not confirm the complaint reason.